Event description:
Reportedly, during a lymph node removal in urology, the clip jammed. The surgeon had difficulty on a small artery to remove the clip from abdomen. A small hemorrhage was reported and the surgeon applied another device to resolve the issue.